Manufacturer narrative:
An isi internal medical safety officer provided the following after reviewing the case information: there is insufficient information in the description of events to determine the extent to which the da vinci system, instrumentation, and/or accessories caused or contributed to the external iliac artery injury during a da vinci-assisted cystectomy procedure that led to the patient¿s death.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted as a correction to the previous supplemental (follow-up #1). The following fields should have been updated as follows: h2 - should have been "correction", g3 - should have been "11/20/2022".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4315. Based on the current information provided, the root cause of the intra-operative complication and the patient¿s subsequent death is unknown. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no new or additional information has been obtained. There is no evidence or allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following: during a da vinci-assisted cystectomy procedure, the patient¿s blood pressure decreased and bleeding from the external iliac artery was observed. Although hemostasis was achieved, the patient expired on post-operative day #1. At this time, the root cause of the patient¿s intra-operative complication and subsequent death are unknown.

Event description:
It was reported that during a da vinci-assisted cystectomy procedure, blood vessels may have been damaged. During urethral reconstruction, anesthesiology noticed that the patient¿s blood pressure had decreased. At that point, the surgical staff identified bleeding from the external iliac artery. Hemostasis was achieved. However, the patient expired the day after. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.